Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-24412. Follow up information identified the patient underwent surgical intervention to implant a new lead and issue is resolved.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24412. It was reported one of the patient's leads has migrated. X-rays confirmed the migration. Surgical intervention may take place at a later date. Both leads are being reported because it is unknown which lead has migrated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-24412further investigation identified the patient's leads were explanted.